Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Reported event of loose or intermittent connection was confirmed. Reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial and right ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was likely the cause of the reported events. This is consistent with it occurring during procedure.

Manufacturer narrative:
Correction: h6 coding should have been prolonged surgery and not no health consequences.

Event description:
It was reported that during implant a set screw could not tighten, and a fitment issue was noted on the atrial port for on the implantable cardioverter defibrillator (ICD). The physician elected to use another ICD to complete the surgery. The patient was in stable condition.